Event description:
It was reported that an unspecified malfunction alarm occurred. It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 560 mg/dl. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was not released from the hospital at the time of reporting. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.